Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff was removed and replaced with a smaller one due to incontinence and urethral atrophy. The physician feels the cuff was the incorrect size for the patient when initially placed. The patient is expected to fully recover.

Manufacturer narrative:
There was no device available for analysis so no physical or visual analysis of the product could be performed. There was no report of a device performance allegation during treatment. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.